Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 24-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed multiple eaw 163 (no cartridge detected) warnings. During testing, the load step malfunction was duplicated. During the load step, the piston pushed upward until the cartridge was empty. The force sensor calibration was found to be out of required specification. Moisture was observed on the force sensor plate. Unrelated to the original complaint, the display was found to be dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.